Event description:
The patient was enrolled in the champion af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that a transient ischemic attack (tia) occurred. On (B)(6) 2022, the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 24mm watchman flx device with a complete laa seal and deployed device diameter of 20 mm. The patient was discharged the same day on a medication regime of aspirin (75 mg/day) and clopidogrel (75 mg/day). On (B)(6) 2024, five hundred eighty-three (583) days post index procedure, the patient experienced a transient ischemic attack. The patient was admitted to the hospital. At the time of the tia, the patient was not on any antiplatelet /anticoagulant medications. No further information was provided.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: impact codes added.

Event description:
The patient was enrolled in the champion af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that a transient ischemic attack (tia) occurred. On (B)(6) 2022, the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 24mm watchman flx device with a complete laa seal and deployed device diameter of 20 mm. The patient was discharged the same day on a medication regime of aspirin (75 mg/day) and clopidogrel (75 mg/day). On (B)(6) 2024, five hundred eighty-three (583) days post index procedure, the patient experienced a transient ischemic attack. The patient was admitted to the hospital. At the time of the tia, the patient was not on any antiplatelet /anticoagulant medications. No further information was provided. It was further reported that the patient presented to the emergency department with the complaint of fast atrial fibrillation and hypertension along with the episodes of right arm weakness and slurred speech which resolved in 15 minutes. Computed tomography scan (CT) of the head was performed which confirmed the tia. The patient was started on edoxaban (60mg/ day) in response to the event. The fast atrial fibrillation rate was controlled with usual bisoprolol dose. The patient symptoms resolved the same day, and the patient was discharged home. The patient was advised to attend tia clinic appointment in the local tia services.